Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. Also, customer stated they received an alert, check history and it was a lost sensor. The customer's blood glucose was 36mg/dl. The customer treated with orange juice. Assisted customer with clearing the circle on the insulin pump, which was due to alert silence. Customer stated he had a sensor that had to be pulled out due to sensor not cooperating. Advised customer to call back if further assistance is needed.